Manufacturer narrative:
Additional information was received on january 23, 2018. The patient was a (B)(6) male. In addition, additional information was received on the arrhythmia. On post-procedure day 32, the patient developed an arrhythmia (unspecified). An unspecified medication was administered and cardioversion was performed. Issue resolved without sequelae. Patient did not require extended hospitalization as a result of the event. Principal investigator assessed this event as moderate in severity, not serious, not investigational device-related, and possibly index procedure-related. (B)(4).

Manufacturer narrative:
On 5/8/2019, additional information was received indicating the previously reported adverse event of an unspecified arrhythmia has been reassessed and inactivated by the clinical study principle investigator. As such, this is no longer a reportable adverse event for biosense webster inc. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 3/21/2019, additional information was received indicating the patient¿s sore throat was due to intubation (sore trachea). The issue has resolved without sequelae. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered pneumonia requiring medication. On post-procedure day 1, the patient developed pneumonia. An unspecified medication was administered. Patient required extended hospitalization as a result of the adverse event. Issue is ongoing and improved. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and possibly index procedure-related. On post-procedure day 2, the patient developed a sore throat. There were no interventions. Patient did not require extended hospitalization as a result of the event. Issue is ongoing and improved. Principal investigator assessed this event as mild in severity, not serious, not investigational device-related, and definitely index procedure-related.

Manufacturer narrative:
On 11/7/2017, biosense webster received additional information regarding this event: post-procedure, the patient developed an unspecified arrhythmia. Issue resolved. Principal investigator assessed this event as not serious, not device-related, and possibly index procedure-related. (B)(4).

Manufacturer narrative:
Additional information was received on 2/27/2018 indicating the previously reported patient syptoms of pneumonia and sore throat which were reportedly ongoing and improved, have now resolved without sequelae. (B)(4).